Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. The investigation is inconclusive for the reported fracture and blood stream infection as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, a patient underwent a port implantation procedure on (B)(6) 2019, via right jugular vein for colon cancer chemotherapy. Approximately seven months later, the port allegedly fractured and the plaintiff was diagnosed with blood stream infection. The device was reportedly removed. However, the current status of the patient was unknown.